Event description:
It was reported that the pediatric patient underwent an excisional biopsy on an unknown date and topical skin adhesive was used. Following the procedure, the patient experienced a reaction with reddened skin, edema and pruritis around the surgical incision site only. The patient was treated with oral benadryl. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.